Manufacturer narrative:
The insulin pump was received with numbers counting up; blank display and constant tone due to cold solder joints on the mother board. Unable to verify a13, a17, a21 or battery out limit alarms due to blank display. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed unexpected restart. Customer's blood glucose reading was 120 mg/dl. Nothing further reported.